Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided h6: additional patient codes: 4577-edema/swelling, 1932-inflammation, 1840-erythema, 1812-purulent discharge. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient returned after implant placement with erythema, tenderness to palpation, infection and purulent exudate in the upper right implant site at tooth location #5. The patient was placed on antibiotics for fourteen (14) days with pain meds. The patient returned for debridement and implant removal due to allergic reaction and infection. Symptoms as a result of the event: pain, edema and inflammation.